Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Clinical and medical affairs (cma) was consulted as part of this investigation. Cma confirmed that this catheter does not have a clamp on the side arm and the 3-way stop cock is not valved. The side arm is packaged with a cap which is intended to occlude the lumen when not in use. Potential for air embolism can occur if air is allowed to enter a vascular access device or vein. The instructions for use (IFU) provided with this kit advises the user to not leave open needles or uncapped lumens within the central venous puncture site. Additionally, the hemostasis valve must be occluded at all times to reduce the risk of air embolism. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, " air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped , unclamped devices in central venous puncture site. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection. Warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported 'patient suffered a massive air embolism at time of removal'. The ICU chief has confirmed it is not due to the product malfunctioning.

Manufacturer narrative:
(B)(4).the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported 'patient suffered a massive air embolism at time of removal'. The ICU chief has confirmed it is not due to the product malfunctioning.